Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) along with an unspecified pigtail catheter were inserted into the patient. When they exchanged out the pigtail catheter, the hemostasis valve could not be closed and back bleeding occurred. There was minimal blood loss, which was stopped by thumb pressure. The procedure was completed with this device. No patient complications were reported and the patients current status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman access sheath (was). The valve was partially opened as received and blood was on the device. The valve, hub, sheath, and tip were microscopically, visually and tactile inspected. Inspection revealed a kink in the sheath located 14 cm from the strain relief, tip damage (misshapen), and thread damage (cross threading). There was excessive clotted, dried blood inside and around the valve. After the valve was disassembled, cleaned, inspected and assembled back together, the valve was able to be closed, without issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the valve confirmed the ability to completely close the valve with forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) along with an unspecified pigtail catheter were inserted into the patient. When they exchanged out the pigtail catheter, the hemostasis valve could not be closed and back bleeding occurred. There was minimal blood loss, which was stopped by thumb pressure. The procedure was completed with this device. No patient complications were reported and the patients current status is stable.